Event description:
The coag button on the cautery pencil would not work. It failed right out of the packaging. A second device was opened to complete procedure. Biomed confirmed non-functioning coag button on pencil, cut button was ok. All the pencils had been sent to megadyne for review, and all came back normal, within manufacturing specifications and megadyne could not duplicate our failure. We had arranged for megadnyne and their design engineers to come to our facility to do some hands on testing with our systems to assist us in duplicating the problem. The day they were to arrive, I received an email from the or coordinate stating: "we found our problem, did you know you can plug the electrocautery pencil in upside down?" I am thinking, not possible, the pins are offset, can't be done, so we brought a machine down and sure enough, there is a cut out area for attachment of other styles of cables, and where this cut out is, allows the common pin of any standard electrocautery pencil to be plugged in upside down, of course with the common pin going to dead space, the pencil acts like it is not plugged in at all, perfectly confirming the complaints on all the pencils. Megadyne did come to our facility so we could show them our findings, and we have placed a call to valley-lab with no response yet.======================manufacturer response for electrosurgical pencil, megadyne e-z clean======================manufacturer provided rga# for product return evaluation.